Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the motor of the device being off was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of a sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky, and the lower trigger was broken. It was further observed that the housing was deformed on roundness, and the device had a leak tightness test failure and component damage. It was further determined that the device failed pretest for leakage test using bubble emission technique, check the attachment coupling, check for sticky triggers and check roundness of housing. It was noted in the service order that the motor was off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.